Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: investigation revealed was unable duplicate the reported line through the display. During testing, the screen was found to be fully functioning and illuminated to normal contrast with no visible lines noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging a red line appeared across the display screen. The line disappeared when the pump was rebooted. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen defect remained unresolved.